Event description:
Additional information was received from the rep. Cause remains unknown, but rep reiterated that neurologist believes pain and heat may stem from fast charging in combination with the scar tissue. Rep reiterated patient is feeling both pain and heat, exclusively while recharging. No further action is planned at this time to address this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient reported warm feeling and mild discomfort while charging. Manufacturing rep reached out to patient to advise him on how to turn down his charging speed to fix this. He let rep know on the phone he did not want to charge slower, as his charging already takes him 6 hours to get up to full battery, and that it is not so much as a warm feeling as a stabbing pain he experiences while charging, he said that his neurologist thinks the pain may be caused by scar tissue, but he is not sure why it would only happen while charging. Issue was not resolved at time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep clarifying that heating sensation occurred at the ins pocket sight.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.